Manufacturer narrative:
Correction : h5 and h6. A supplemental MDR was submitted to reflect the correct medical device problem code.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had multiple drawers were failed and not detected on bus. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) inspected the auxiliary drawers, confirming that all were receiving power. The fse verified the connections internally and externally, except for matrix drawer 1, which had a loose pyxibus connector. The fse reseated the connection, but the drawers were still not detected. The fse isolated matrix drawer 1, but the issue remained unresolved. Consequently, the fse replaced the controller board, and the drawer was detected. The fse then isolated the issue to half height cubie drawer 2 but could not identify a specific problem within the drawer. The fse reseated all connections in the drawer, including all cubie trays, and all drawers were subsequently detected on the bus. The fse verified the station's performance using the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had multiple drawers were failed and not detected on bus. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.